Event description:
It was reported that a patient underwent an obturator sling procedure on an unknown date. Following the procedure, the mesh eroded through the vaginal mucosa. The patient underwent reoperation on (B)(6) 2013 during which a 10x2mm piece of mesh was removed that had no ingrowth with the tissue. Reconstructive surgery was done to establish the mucosa over the mesh. Healing of the mucosa without discomfort to the patient is expected. No further information was provided.

Manufacturer narrative:
(B)(4) - mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.